Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a patient's ventricles increased in size one month after valve implantation. According to the report, a revision of the device was performed and it was found that the valve was leaking.